Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent an obturator sling procedure to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient experienced vaginal bleeding, incontinence, and pain. (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.